Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Additional informational: contact person name: (B)(6), occupation: nurse, mail ID: (B)(6), phone # (B)(6). A getinge field service engineer was dispatched and discovered that the pa wire was broken within the winding drum mechanism of the power cable. The issue was resolved by replacing power cable and winding drum assembly. All operational and safety checks were performed, including functionality and electrical safety verification. The device was returned to service in safe operating condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fst that during annual pm, electrical safety check, the cardiosave intra-aortic balloon pump had a broken pa wire and a fault in the power cable was detected. There was no patient involved.